Manufacturer narrative:
Product analysis: the stylus and cursor were confirmed to be misaligned. The connection between the display and printed circuit board (pcb) was re-seated and the stylus was calibrated. The storage door was found to be damaged, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor were misaligned. It was further reported that calibration was attempted, but was unsuccessful. The programmer was returned for service. There was no patient involvement.